Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage impedance was observed on the ventricular lead. All other electrical measurements were normal. No further information.